Event description:
It was reported that in the ¿past few months¿ the patient had developed vascular and neurological issues and she was not sure if the therapy was the cause or related to her symptoms. The patient had developed heart problems and other issues. The patient had been to the emergency room (ER) three times in the ¿past month for different reasons,¿ but all were heart related. The patient stated that she had symptoms every day and the main symptoms were that she could not lie on her back and if she did she could not breathe. The patient also stated that she was having difficulty with words and they do not come out as she meant to say them. The patient could not travel home by plane because she could have ¿symptoms.¿ the patient stated that the device was causing ¿lots of problems,¿ but she did not know conclusively that the device was to blame for her symptoms. The patient noted that she was ¿hyperthyroid¿ a nd at the hospital ¿the other night was hyperglycemic.¿ the doctor prescribed an ultrasound and a spot was found on the patient¿s liver. It could be nothing, but they could not investigate further until the device was removed. The patient also had a CT scan with contrast scheduled, but she could not turn her therapy off with her controller. The patient stated that her controller was functional but she could not turn her device off. However, later on the patient commented that her programmer did not connect to her implant. The patient wanted to meet a manufacturer representative on the day of the report to turn her device off. The patient wanted the device removed and had a surgery scheduled for (B)(6) 2013 to do so. The doctor told the patient that she would need to leave the lead wires in place but could remove the battery. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was discharged from the office in (B)(6) 2013 and had not been heard from since. It was stated that the patient was discharged because she would not let the healthcare provider (hcp) talk to her family, which made it difficult to address the patient¿s concerns. The patient was reportedly put in the hospital for mental issues.

Event description:
Additional information received reported that there were no interventions taken or planned. The patient was discharged on (B)(6) 20 13.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3093-28, lot# j0537437v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information from the consumer reported that her stimulation was turned up so high for a long period of time because no one told her and her body adjusted. While stim was on, it started to burn through her body, it happened twice. During the second incident, she put her hand on the area and it shocked her. The heat was so intense that she got second and their degree burns which required cream. Both burning incidents happened during manic episodes, the second burning was a calm mania. It was noted that the patient had an ultrasound and something was spotted on her liver; possibly a melanoma but she did not follow up on it. She visited a health care professional (hcp) for a possible explant but she left emotionally upset as the hcp did not know she had manic symptoms. She had to lie on her stomach because the ins hurt badly but it did not burn her body at this time. All the mania related issues happened between (B)(6) 2013. She wanted to know if there were other cases of mania associated with the intertim. The patient started to try biogenic hormones so she was tired. The patient thought the ins caused mania (gradual onset 3-4 weeks after implant and also in 2013).